Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a warning power on reset (por) message was displayed on the patient programmer. Technical services (ts) reviewed with caller that patient needs to be seen so that clinician programmer can clear por error. Ts also gave caller nas contact to page a manufacturer representative if needed. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.